Event description:
During implant, the programmed polarity of bipolar leads connected to the device was inconstant and pause of pacing was noted by the physician. Inconsistent pacing signal was observed. Behaviour of device became correct after having gone out then replaced the pacemaker in the pocket.

Manufacturer narrative:
(B) (4). Conclusion: a final conclusion cannot be drawn as a result of the conducted investigations. The only hypothesis which is supported by the evidence is an absence of pacing during the phase of automatic detection of implantation with the pacemaker out of the pocket. However, this explanation does not seem to be supported by the report of the physician.